Event description:
It was reported that during a routine follow-up this pacemaker exhibited a low out-of-range pacing impedance measurement, measuring less than 200 ohms. Additionally, thresholds have increased. It was noted there was no observations of noise. The device and non-boston scientific lead remains in service. No adverse patient effects were reported.